Event description:
It was reported by the customer that during a laparoscopic cholecystectomy procedure, the clips would not close on the vessel. Another device was used to complete the procedure. There was no adverse patient consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.